Manufacturer narrative:
Event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that after inserting the intra-aortic balloon (iab), the console generated a fiber optic sensor failure alarm and the sensor pressure readings were not displayed. The console was swapped out with a different one, but the issue continued. The product was done without sensor pressure. There was no patient harm or adverse event reported.

Manufacturer narrative:
The product was returned with the membrane completely unfolded with blood on the exterior of the catheter and between the catheter and the returned non-maquet sheath. The extender tubing and pressure tubing were also returned. A catheter tubing/inner lumen kink was observed at approximately 63.8cm from the iab tip. An additional catheter tubing kink was also observed near the y-fitting at 75.9cm from the iab tip. An underwater leak test of the balloon, catheter tubing, y-fitting and extracorporeal tubing was performed and no leaks were detected. A sensor output test was performed and a pressure reading could not be obtained. An optical fault locator was used to detect any breaks along the length of the optical fiber. No breaks were detected. A 0.025" laboratory guidewire was inserted through the inner lumen and was found to be occluded with blood. Unable to clear occlusion. The reported alarm and difficulty monitoring pressure were most likely caused by the sensor failure. However, we are unable to determine how this failure may have occurred and has been escalated to the respective supplier in order to determine a root cause. The evaluation confirmed the reported failure. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint # (B)(4).

Manufacturer narrative:
Updated fields: b4, d10, g4, h3, h6, h10 the device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Complaint record ID # (B)(4).

Event description:
N/a